Event description:
It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, strong resistance was felt upon removal of the device after clip deployment. Counter-traction was applied to successfully remove the device from the patient anatomy. It was noted that because the physician is in-training in the use of the starclose se device he failed to use the access ports to remove the device from the patient anatomy in accordance with the instructions for use. Hemostasis was achieved with the starclose se clip. There were no patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed and the deployed clip was not returned. External and internal examination of the device did not detect any damage or anomaly that may have contributed to the reported event. Bent locator wings were observed with all the locator wings securely attached to the vessel locator assembly. There was no other detected damage. Bent locator wings are consistent with difficult to remove device complaints. A possible cause for the wings condition may have been the compaction of tissue between the deployed locator wings and the distal end of the device's clip delivery tube during its deployment through the tissue tract, bending the locator wings distally. This condition can result in the inability of the locator wings to retract properly into the clip delivery tube after clip deployment. This creates resistance to removal, requiring counter-traction and force to remove the device from the patient, with the end result being bent locator wings. Based on the investigation findings, the root cause for the reported event and the condition of the device is related to the operational context in which the device was used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.